Event description:
The facility had sent an infusion pump to service where a baxter service technician reported a failure code 812:02 in the event history. No patient injury or medical intervention was involved with the pump since the last baxter service event. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing and product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identifed.